Manufacturer narrative:
(B)(4). The pump was received with missing retainer and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer.

Event description:
Information received by medtronic indicated that the insulin pump¿s reservoir ring was missing however reservoir was able to lock in place. The insulin pump will be returned for analysis.